Event description:
Customer reported the system is missing cine runs from cases. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found some corrupted files on cine drive. Reformatted cine drive and tested system operation. Test cine operation and found system operating as intended.